Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. Rotablator was used prior to the angioplasty and then a 0.014 unspecified guide wire was advanced. The 4.5x20mm nc trek balloon dilatation catheter (bdc) was not prepped/flushed prior to use, but was successfully used to complete angioplasty. However, the balloon got stuck in the guide wire. All devices were removed as a single unit and lost all the radial access. A new unspecified balloon was used and traversed over the same guide wire which completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment sue to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the device was not prepped (air aspirated) or flushed before use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states to flush the device and perform air aspiration prior to inserting in the body, otherwise complications may occur. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined. Possible factors that may contribute to the difficult to remove the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.